Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on successfully an error message was being displayed in the flex vision monitor. To resolve the issue, the fse replaced the hard disk of the flex vision pc and reloaded the software. After replacement, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully as an error message was being displayed in the flexvision monitor. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.